Event description:
Customer reported device generated a result of lo prior to dosing of the test strip. No treatment was received. A request was made for return product and replacement product was sent.